Event description:
According to the police, the end user failed to yield the right of way to a motor vehicle while operating the motorized wheelchair and was struck at an intersection. Allegedly, the end user required hospitalization.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. According to the police report, the end user failed to yield the right of way to a motor vehicle causing a collision. Hoveround's owner's manual warns, "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules."